Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2012, resulting in fixture loss. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2021.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 92130; not 92127 as previously reported. This report is filed (B)(4) 2013.